Event description:
The caller reported a malfunction on the pump, but no notable events occurred prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the malfunction code, and the caller was assisted with resetting the pump successfully, with no recurrence of the malfunction.